Event description:
(B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing had detached from the site at the quick release while sitting/ driving. The first event occurred on (B)(6) 2020 and the site location was the patient's abdomen. However, the second event occurred on (B)(6) 2020, and the patient's blood glucose level was 240 mg/dl, but the site location was the patient's upper thigh. Reportedly, the pump was on the same side in the pocket. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.